Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. A review of the device logs indicate the customer did not short the cable and had the CPR adaptor and CPR pads applied. The subsequent logs shows a successful 30j test. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.